Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The pil tech verified the reported error in the device event log. Neither the occurrence nor the associated error code backup alarm failed-1104 could be duplicated at the pil during the boot up of the system pcba or standard test bed operation using the system pcba. The system pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specification. No issues found in resistance testing. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer reporting the backup alarm failed on a v60 device. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. A philips authorized service provider (asp) performed a device check and reported the issue could not duplicated. However, the "check vent: backup alarm failed" was confirmed in the event log. The asp replaced the central processing unit board proactively to prevent recurrence. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.